Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the "centralizer in the package was broken".

Manufacturer narrative:
An event regarding crack/fracture involving an exeter centraliser was reported. The event was confirmed. Conclusion: a mar concluded: the wing of the centralizer broke from an overload condition. Based on the given information, no identifiable material or manufacturing discrepancies were observed on the surfaces examined. The exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the "centralizer in the package was broken".